Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 4, 2020. Additional information was received with the receipt of the device. The device was explanted and replaced with a 560cc mentor memorygel breast implant on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. The investigation of the returned device was completed by the failure analysis lab on november 17, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 560cc mentor memorygel breast implant experienced baker grade IV capsular contracture post procedure. The capsular contracture was accompanied by pain and firmness. The patient had baker grade ii capsular contracture that was being treated with accolate. The patient visited the physician and progression to baker grade IV capsular contracture was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.